Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after implanting the right ventricular (rv) lead, the rv lead exhibited failure to capture. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing found internal shorting due to over torque of the inner coil inside the connector region consistent with procedural damage. The cause of the reported was due to internal shorting due to over torquing the inner coil during the procedure. Electrical testing did not find any indication of conductor fractures. Other damages found are consistent with procedural damage.